Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data synchronization incomplete. The technical support specialist (tss) performed synchronization; system updated and case closed. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station had not synced with the server and went undetected because the bop health site viewer was not working. However, there were no delays or adverse events or injuries reported based on this event.